Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - after an estimated implantation duration of 2 years, it was reported that the pacing impedance on this ventricular lead increased causing exit block. The implant date was not provided. The lead was deactivated and a new one implanted. No adverse patient side effects have been reported.